Event description:
Customer stated staff attached a note to vent that said ¿please check vent not getting volumes". The unit was not in clinical use at the time, no patient user involvement or patient harm reported.